Event description:
During pci intervention on (B)(6) 2011; stent came off balloon (would not pass or return), then expanded with 2.5 x 2.0 balloon for 30 seconds. Procedure completed. Pt stable and transferred to ICU.